Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not delivered amount programmed as bolus. Customer's blood glucose level was 228 mg/dl. Customer stated that insulin pump end up not delivering anything after confirming. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Insulin pump passed the delivery accuracy test at 0.0874 inches. (B)(4).